Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This is a response to medwatch (B)(4).

Event description:
(B)(4). Procedure performed: "gallbladder removal." "Surgeon was about to remove the gallbladder when the inzii retrieval system bag broke and spilled contaminated contents (gallbladder) into the surgical wound. This increased the time of the surgical procedure by twenty minutes. The case was a class ii, but now is a class iii because the wound is contaminated. There is now a increased chance the patient will have a wound infection and a longer stay in the hospital. Device failed (e.g broke, couldn't get it to work or stopped working."